Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 263 to 206 mg/dl at the time of the call. The customer stated that they tried to deliver a bolus in the morning and received a no delivery alarm. The customer did not have time to fully trouble shoot the issue, but the customer stated that they will call back to finish trouble shooting. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.